Manufacturer narrative:
The device was received for evaluation. During functional testing, "turn off" was unable to be reproduced. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried fluid on three depressed battery contact pins. The battery contact pins require cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred before use in the intensive care unit. There was no patient involvement. No additional information is available.